Manufacturer narrative:
Product info does not apply to this manufacturer report: product ID 97800 serial# (B)(6): product type implantable neurostimulator product ID 978b128 lot# va31duu implanted: (B)(6) 2025: h3: analysis results of the returned ins serial# (B)(6) were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the lead removal was planned for 12.06.2025.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that after testing with a tined lead electrode since (B)(6) 2025, the patient was to be implanted with a new implantable neurostimulator (ins) on (B)(6) 2025. When manufacturer representative (rep) was performing multiple impedance checks on the connected system during the procedure, every measured value was above 4000 ohm. When rep tried to connect the new ins to the handset before the implantation, rep received lots of issues; by far more than normal. Rep got no contact, and got error messages. They got connection lost, and got data loss message. Rep was missing the question from the device for the implant date so rep believed the new ins maybe to be the source of the impedance problem. Rep decided to use another ins.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the most likely cause of the high impedance was that the tined lead must have been damaged during the two-stage test stimulation. An x-ray showed a ruptured spot at the lead. Unfortunately the x-ray wasn´t done before or during the procedure, because there was no c-arm available. Most likely the tined lead will be replaced in the next weeks. The communicator and handset kit is still with the patient. Logs will not be obtained. Obtaining logs is possible only via usb-port, but those ports are blocked in almost every hospital to prevent the infiltration by malware. The ins was returned.

Manufacturer narrative:
Continuation of d10: product ID th90q02 serial# (B)(6): product type product ID 978b128 lot# va31duu implanted: (B)(6) 2025: product type lead product ID 97800 serial# unknown: product type implantable neurostimulator product ID 978b128 lot# va31duu implanted: (B)(6) 2025: product type lead product ID neu_unknown serial# unknown: product type unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va31duu, implanted: (B)(6) 2025, explanted: (B)(6) 2025. Product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the ruptured electrode was replaced on (B)(6) 2015. After the replacement of the electrode the already implanted system worked fine. The damaged electrode was discarded immediately after the explantation. It was ruptured as described before, just between the tines and the first contact ring. The doctor was able to explant both fragments completely, so the patient is eligible for full body MRI.

Manufacturer narrative:
H3 product analysis 97800: the implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID 978b128, lot# va31duu, implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.